Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative. It was reported that the ins might be overdischarged. The ins had been off for a while. The rep said there was a power on reset (por) message. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the patient¿s next appointment was to be on (B)(6). The rep instructed the patient to get a new charger and programmer and then try to charge at home. The rep stated they had not yet heard back from the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(4) 2018. The rep called because they were meeting with patient on (B)(6) 2018 for follow up regarding the physician mode reset (pmr) done to get the battery up and running. The rep is stating that the patient charged the ins last night but on (B)(4) 2018 the physician programmer is stating that the ins is depleted (discharged). The rep stated they haven't yet cleared the power on reset (por). Technical services recommended to charge ins up as far as they can to get that por cleared. Technical services reviewed that this is normal battery behavior following an overdischarge event- the ins batteries will lose the voltage quickly but should stabilized over the next week or so but it is important to charge the battery daily or when it depletes to "exercise" it. Technical services reviewed that the charge interval may be shortened from what the patient remembers from the last time when they were using the therapy. The rep stated that ins was in overdischarge for about 2 years. The rep was going to try charging the ins. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported that for about a year their implant was not working and the jumpstart did not work. They cannot get their implant to turn on. Their manufacture representative (rep) told them how to do the jumpstart session and to charge before coming into the office, but it did not work. It was reviewed that the jumpstart should be done in a clinical setting and it could have not worked because of the power on reset (por) message not being cleared after charging. The patient was redirected to follow up with their healthcare professional (hcp). There were no patient symptoms reported and no complications reported.